Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the customer¿s blood glucose had been high, in the range of 300 mg/dl, and they could not seem to bring it down. The customer¿s blood glucose level during the incident was 297 mg/dl. The customer¿s current blood glucose level was 87 mg/dl. They had treated their high blood glucose with the insulin pump. They also reported that they had a prime and fill anomaly. The caller stated that the insulin pump was squirting out insulin during the manual prime process. Troubleshooting was performed. They checked the reservoir¿s volume and it had 1.8 units. However, the unit left for the reservoir in the insulin pump¿s status screen was 19.3. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed operating current, unexpected restart error test, displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime anomaly and excessive no delivery test due to compromised force sensor system alarm. No moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator motor and battery tube assembly during visual inspection. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.